Event description:
The reporter did back to back blood glucose tests, within minutes, using separate finger sticks. Reporter's results were 43 and 129 mg/dl. Reporter did not have any symptoms. On follow-up, the reporter said that a control solution test was in range, 134 (94-141). The reporter described accurate technique of applying blood. Reporter had never cleaned meter. Reviewed cleaning procedure and use of control solution test with reporter. No harm was alleged.